Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 16747444/17767660.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). Additionally, the patient experienced inadequate stimulation due to high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively, and the explanted devices will not be returned as they were discarded by the medical facility.